Event description:
Event description guidant received information that, upon device interrogation following delivery of a shock, this implantable cardioverter defibrillator (ICD) displayed a fault code indicating no therapy was available. The entire system is scheduled for replacement.